Manufacturer narrative:
While the device was not available to be returned to the manufacturer, richard wolf gmbh (rw gmbh), the device was checked at the hospital and no functional defects were found. There was a crack under the lid of the collection container/secretion jar attached to the side of the pump. This results in a deterioration of the suction power. This defect was detected in the clinic, days prior to the incident occurring. It is unknown why the cracked container was used. There was no defects identified with the pump. The application was successfully completed. The user facility medical and surgical staff were re-trained on the instruments by a rw gmbh product specialist. The following fields contain new/changed information: g4, g5, g7, h2, h3, h6, h7, h10. Rw gmbh considers this case closed. Should additional information become available, a follow up will be submitted.

Manufacturer narrative:
A full investigation is currently not possible since the actual device was not returned to richard wolf (B)(4). The institution was contacted for further information. Richard wolf (B)(4) considers this case open and as soon as additional information is available, a follow-up report will be submitted.

Event description:
On (B)(6) 2019, an incident occured during surgery at the (B)(6) hospital. The device in question is: irrigator/ aspirator, ref: model piranha 2208 and serial number: (B)(4). The problem is: "after complete enucleation of the prostate, fragmentation was impossible despite testing and replacing all devices ( leakage in the vacuum circuit). The resection mode had to be changed and the operation extended by 3h 30 min. A technician then intervene and the collection container attached to the vacuum cleaner was replaced by a larger one. Since this intervention, the problem has not occured again."